Manufacturer narrative:
Concomitant medical product/s: sigadaptxl sig power sigadaptxl, linear xl adapter, serial #:(B)(4), sigphandle sig power sigphandle handle, serial #:(B)(4), egia60avm egia60avm egia 60 artic vasc med sulu, lot #:n2j0369y, sigpshell sig power sigpshell, control shell lot #:unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the patient had a laparoscopic gastric sleeve last 2019, after the patient has gained weight, a redo was performed with gastric bypass surgery from the gastric sleeve, the power handle was used twice on the stomach when the first reload did not complete the staple line. From the middle of the reload, there were no staples on the staple line, and the cut with the knife was inadequate. It looked as if the tissue was torn instead of cut. Some staples were then found in the tissue at the distal tip of the reload. It cannot be confirmed nor denied by the surgeon whether the reload was placed exactly over the old staple line of the gastric sleeve. The non-stapled part of the stomach was then further supplied with a stapler from the competitor.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload was fully fired with the interlock engaged and had damage to the cutting edge of the knife blade. Functionally, the reload was loaded into a representative instrument. The interlock was overridden and the reload was cycled. The test media was not found to be transected cleanly and there was significant bunching on the cut line. The reload interlock was tested and found to function properly. It was reported that the device initially fires, but failed to complete the firing cycle. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the knife advances but did not fully cut through the tissue and the tissue became stuck on the device. A significant tissue tear occurred as a result of the product failure. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if the device had damage consistent with application over an obstruction. The manufacturing rec ords for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: when positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.